Event description:
It was reported that the platform ran for about 6 minutes and showed a low battery warning. Another battery was used with the same result. Customer reverted to manual CPR. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.